Event description:
The customer reported to philips healthcare that the heartstart xl failed the system test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.